Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having return of symptoms and they don't know why. They think the implant is "acting up". Their neurologist directed them to call the manufacturer. The patient is having the following symptoms: tremors, cannot hold the phone because they are shaking so severely, and problems with speech. They then stated that a minute later, the symptoms subsided and they are "just fine" but then maybe five minutes later, they come back. They checked the implant with the programmer and it shows on. The therapy is only working intermittently. The patient was redirected to their healthcare provider to further address the issue.